Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the instrument showed major wear on and around the cutting surfaces. All drilling instrumentation is susceptible to wear based on the amount of usage and the material hardness it comes in contact with.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - unknown. Expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that during a shoulder arthroplasty, the surgeon was reaming the glenoid when the reamer fractured the scapula. The surgery was completed with a hemi shoulder system.